Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe was labeled as a plastipak. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
DHR review could not be performed due to unknown batch #. Two photos were received by (B)(4) and evaluated. The photos show two 3ml assembled syringes side by side. The top syringe has a euro print and has a handwritten label ¿plastipak¿. The bottom syringe is labeled ¿ipsen¿ and has a standard 3ml print. The two syringes in the photo represent 2 different products. The two products have different catalog numbers. Steriservices has inquired about the different scale markings on the syringes for another customer ipsen in an email. Based on the information available, it does not appear to be a mixed product issue but rather an inquiry regarding different products. Without additional information, no further investigation is possible at this time. Based on the sample evaluation: unconfirmed: (B)(4) was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: n/a, no defects were confirmed.